Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while monitoring a patient, their device displayed a white screen and became unusable. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. The medic powered the device off and removed the batteries. Once the batteries were reinstalled, the device functioned properly. There were no adverse effects to the patient due to the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and was unable to verify the reported issue. Physio replaced the lcd interface flex cable wire harness, designator w18, as a precaution. While replacing w18, it was observed that the lcd display was loose. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.